Event description:
During a ptca treatment procedure involving a calcified and 90% stenotic lesion in the mid-lad, the maverick balloon was inflated to 6 atm's initially, but ruptured at 12 atm's on the second inflation. The pt was asymptomatic with this event. The introducer sheath size is unknown. A bmw guidewire and a mach 1 guide catheter were used, but the sizes are unknown. The vessel was not tortuous and no resistance was met with insertion or removal of the catheter. No pt injuries or procedural complications were reported. Pt status is reported as 'good'.